Manufacturer narrative:
On 6/5/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the baker grade for the left side capsular contracture that the patient experienced, was IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/27/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a parallel lines of shell wear were observed on the anterior and extending to the posterior view aspect, suggesting in-vivo folding or creasing of the device. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, experienced right side deflation and left side capsular contracture baker grade unknown post-operatively. As a result, the patient underwent bilateral removal and replacement with two 450cc mentor smooth round moderate plus profile saline breast prostheses on (B)(6) 2019. This medwatch form is for the left breast prosthesis.